Manufacturer narrative:
This medwatch report is both and initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Needle breaks off in experienced diabetic during injection into abdominal wall. Emergency surgery required to remove required. Broken syringe (without needle) is available together with returned. Bd micro-fine+ insulinspr.1 ml u100 12,7 mm, lot: 3269415. Vcoyne 25february2025: additional information from incident report (performed google translate) - see attachments in experienced diabetics, the needle breaks off when injected into the abdominal wall. Emergency surgery for removal required. Broken syringe (without needle) is available together with the returned 10-pack. Bought was only a unit of 10, not the entire box. According to the customer: emergency surgery for needle removal.